Event description:
It was reported, when the hosp staff took the sterile package from the unsterile area, the prosthesis fell down on the floor because the sterile plastic bag was torn up.

Manufacturer narrative:
This report will be amended when our investigation is complete.